Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla360400j/15646533 - UDI: (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient was reported to have a "shaggy" aorta with a "reverse taper" which measured approximately 25.8mm x 28.6mm just distal to the right renal artery and measured approximately 34.3mm x 37.2mm in diameter just proximal to the left renal artery. The patient's left renal artery was the lowest renal artery and was located approximately 139mm distal to the right renal artery and was intentionally covered during the procedure. No ballooning was performed post deployment of the devices which included placement of an aortic extender component as the most proximal device at the conclusion of the procedure. An express stent was also placed within the patient's right renal artery for treatment of a stenosis within the renal artery. The patient tolerated the procedure. On an unknown date, follow-up imaging reported approximately 2cm distal migration of the proximal end of the aortic extender and trunk ipsilateral leg component. On (B)(6) 2019, the patient underwent reintervention for treatment of the migration. Two gore® aortic extender components were implanted proximally to extend coverage, the most proximal aortic extender component was reported to have unintentionally covered the right renal artery. An express¿ stent was implanted in the right renal artery to ensure good flow. The patient tolerated the procedure. The patient's reverse tapered aortic neck is thought to have caused or contributed to the device migration.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient was reported to have a "shaggy" aorta with a "reverse taper", no ballooning was performed post deployment. The patient tolerated the procedure. On an unknown date, follow-up imaging reported approximately 2cm distal migration of the proximal end of the trunk ipsilateral leg component. On (B)(6) 2019, the patient underwent reintervention for treatment of the migration. Two gore® aortic extender components were implanted proximally to extend coverage, the most proximal aortic extender component was reported to have unintentionally covered the right renal artery. An express¿ stent was implanted in the right renal artery. The patient tolerated the procedure. The patient's reverse tapered aortic neck is thought to have caused or contributed to the device migration.